Event description:
It was reported that during the use of bd vacutainer® push button blood collection set, blood flowed straight out before it was put into the test tube in (1) device. No patient impact reported.

Manufacturer narrative:
D2: common device name: blood specimen collection device; intravascular administration set d.2. Medical device type: one additional code applies; jka investigation summary: bd had not received samples or photos for investigation. Therefore, 30 retain samples were subjected to sleeve function testing using 10 tubes per needle to assess functionality of the device and all the samples passed testing as there was no evidence of defects to the device or leakage during draw. In addition, the 30 retain samples were subjected to retraction lockout testing and no defects or leakage observed after use. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."